Manufacturer narrative:
(B)(4)

Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2018 it was reported this lead exhibited high thresholds. During the initial implant there was very little viable tissue for pacing in the lv, only one vector but at high thresholds was achieved. This lead eventually lost capture and was capped on (B)(6) 2018. The ICD was replaced due to eri. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that mechanical forces applied during the explantation procedure contributed to this observation. Thus, the mechanical analysis of the fixation mechanism was not properly feasible. In addition, several deformations of the outer conductor coil were observed which most likely occurred due to medical devices used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.